Event description:
It was reported that a female patient, initial left shoulder implanted on (B)(6) 2024, underwent a revision procedure on (B)(6) 2025, approximately I year 1 month post the initial procedure. The patient is osteoporotic and has several fractures of the scapula, glenoid and acromial neck. The surgeon thought they were stable, however after her index surgery, the patient dislocated and presented to the surgeon on (B)(6) 2025. The surgeon wanted to switch out some components to see if that could resolve things. The stem, adapter tray, liner and glenosphere were exchanged to improve her stability. There were no surgical delays or device breakages during the procedure. The patient was last known to be in stable condition following the event. No x-rays were able to be obtained. The explanted devices are not available for return. They were disposed of by the hospital. A device image was provided. No further information.

Manufacturer narrative:
D10: concomitant devices: 320-36-00 - 36mm humeral liner +0 unconstrained: (B)(6), 320-35-07 - sm sup/post aug glenoid plate, left: (B)(6), 320-31-36 - glenosphere, 36mm: (B)(6), 320-20-22 - eq rev cmprss scrw lck cap kit, 4.5 x 22mm: (B)(6), 320-20-22 - eq rev cmprss scrw lck cap kit, 4.5 x 22mm: (B)(6), 320-20-18 - eq rev cmprss scrw lck cap kit, 4.5 x 18mm: (B)(6), 320-20-00 - eq reverse torque defining screw kit: (B)(6), 320-15-05 - eq rev locking screw: (B)(6), 320-10-00 - eq rev tray adapter plate tray +0: (B)(6), 300-01-11 - eq humeral stem primary, press fit 11mm: (B)(6). Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were corrected: b5, h6. The cause of the patient¿s shoulder dislocation and subsequent revision reported cannot be conclusively determined; however, it may be due to soft tissue imbalance, patient anatomy, implant positioning, and/or implant selection. Dislocation and/or subluxation are known risks, as outlined in the IFU. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that a female patient, initial left shoulder implanted in (B)(6) 2024, underwent a revision procedure in (B)(6) 2025, approximately 7 weeks post the initial procedure. The patient is osteoporotic and has several fractures of the scapula, glenoid and acromial neck. The scapula fracture was a non-union fracture not properly identified prior to the index surgery. There were also a glenoid and coracoid fracture (both non-unions) that were identified prior to the index surgery. The gps planning helped determine these fractures and accomodate the implant positioning. The surgeon thought they were stable, however after her index surgery, the patient dislocated and presented to the surgeon on (B)(6) 2025. The surgeon wanted to switch out some components to see if that could resolve things. The stem, adapter tray, liner and glenosphere were exchanged to improve her stability. There were no surgical delays or device breakages during the procedure. The patient was last known to be in stable condition following the event. No x-rays were able to be obtained. The explanted devices are not available for return. They were disposed of by the hospital. A device image was provided.